Event description:
While advancing the dilator into the patient, the dilator was pushed too hard and perforated the patient's iliac artery. Post procedure CT revealed the cutdown had been made too low.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the dissection was 6.8mm. The vessel was described as mildly calcified and mildly tortuous. Nothing abnormal was noticed about the dilator prior to use. The dissection was surgically repaired. The dilator is not available for evaluation as it was discarded by the site. In addition, there was no report of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 6.8mm, and the vessels were noted to be mildly calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed; however, per report, the cutdown was made too low. It is also possible that the borderline size of the vessel in combination with mild calcification and mild tortuosity contributed to the event. The dissection was surgically repaired. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.